Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebu1047 showed one other similar product complaint from this lot number.

Event description:
The facility reported the catheter was replaced due to break/leak at the hub. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed a large amount of blood residue throughout the sample, and the ink on the extension legs, the bifurcation, and the depth markers between 0 cm and 3 cm were observed worn and faded. A large split was observed in the extension tubing of the purple lumen just within the distal end of the luer connector. An attempt was made to flush both lumens and a spraying leak was observed emanating from the split in the purple lumen; however both lumens were not patent to infusion due to the large amount of blood residue within the sample. A microscopic observation revealed the fracture surface of the split in the extension tubing of the purple lumen was rough and exhibited cracks/fissures and beach marks, which are indicative of material fatigue. A small split was observed in the red lumen and had similar fracture surface characteristics as the split in the purple lumen. The tubing material of the both the purple and red lumens were observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points in both lumens. A lot history review (lhr) of rebu1047 showed one other similar product complaint from this lot number.

Event description:
The facility reported the catheter was replaced due to break/leak at the hub. No patient injury reported.